Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, undersensing and variable capture threshold on the right ventricular (rv) lead were noted. Diagnostic imaging confirmed that the rv lead was dislodged. No further intervention was performed at this time due to patient condition. The lead will continue to be monitored, and the patient was stable with no adverse consequences.